Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 4 atm's on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a 100% stenotic lesion in a slightly tortuous mid rca. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.